Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The unit also was received with cracked case display window corner and cracked reservoir tube lip.

Event description:
Customer reported keypad issues with their insulin pump. Troubleshooting found the act button does not work. Customer could not recall any significant events leading to the keypad issues. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.